Event description:
The facility reports, the cna had showered the resident and put the resident in the sling. The head stays were not in the sling. When raising the lift, the resident slipped through the sling and fell to the floor, striking her head on the floor. The resident sustained a laceration to her scalp; one staple was required to close the wound.